Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the defective device was tried prior being used on patient. The clip applier malfunctioned by cutting instead of clamping vessel.